Manufacturer narrative:
H11: b5 (describe event or problem), h6: annex e (clinical code), annex f (impact code), g6 type or report - follow up# 1), h2 (correction and additional information), g3 (date received by manufacturer). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that upon inserting thoracentesis/ paracentesis kit catheter into patient's peritoneal space, the catheter began to leak ascites out of the back when the needle was removed. The customer responded on (B)(6) 2026, indicating that there was no impact to any patient, healthcare provider, user, or other individuals. No medical intervention was required beyond replacing the catheter with a new one. The issue was resolved by changing out the original catheter and replacing it with a new 8f catheter.

Manufacturer narrative:
H11: one physical sample, a catheter, was returned to our quality team for investigation. The reported failure could not be reproduced. The unit did not leak when fluid was pushed through via syringe. We did note that what could be residual fluid during use was dried and present within the housing. The catheter was disassembled and the dried residue was removed. The catheter was reassembled and a syringe was attached to the stopcock to verify a sealed connection. With the syringe secured, the stopcock lever was rotated to allow fluid flow opposite the catheter port. When the syringe plunger was withdrawn, it immediately returned to the distal position, indicating that the connection was airtight and free of leaks. No leaks were observed during this evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number: 0001639676 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. G3: (date received by manufacturer), g6: type or report - follow up# 1), h2: (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that upon inserting thoracentesis/ paracentesis kit catheter into patient's peritoneal space, the catheter began to leak ascites out of the back when the needle was removed. The customer responded on march 9, 2026, indicating that there was no impact to any patient, healthcare provider, user, or other individuals. No medical intervention was required beyond replacing the catheter with a new one. The issue was resolved by changing out the original catheter and replacing it with a new 8f catheter.

Manufacturer narrative:
H11: a lot number was provided so a device history record is currently underway. The device was returned. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that upon inserting thoracentesis/ paracentesis kit catheter into patient's peritoneal space, the catheter began to leak ascites out of the back when the needle was removed.